Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #2 date of submission 03/21/2017-device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2017 with the following findings: a review of the black box indicated that the pump was new out of the box and had never been used for basal delivery. There was no activity outside normal use observed in the black box. The battery compartment and cap were intact with no physical damage and the cap was able to secure properly. The pump powered on and successfully completed ez-prime steps. All current draws were found to be within required specifications and there was no evidence of a temperature issue. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #1 :date of submission 01/20/2017.